Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm, excessive "no delivery" error alarm or motor error alarm noted. Unable to perform motor test due to pump is being held for dva. Unit was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital (B)(6) 2016. Customer was having chest pains due to her heart condition. The customer was explained the 2 high blood glucose rule. The customer stated that she is interested in a loaner pump. Customer was advised that we are shipping the loaner pump and agreed to return the current pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.